Manufacturer narrative:
Product complaint # (B)(4). The analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 1 strap was found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure noted as bladder surgery, please confirm this as the securestrap is usually associated with hernia repair? It was reported securestrap did not apply staples as it should and did not close the mesh. Please clarify: does this mean that the difficulty was with the straps (tacs/staples) not adhering to the tissue or mesh or straps not completely closing? Or did the securestrap not deploy straps when trigger depress or did the device jam? Procedure was successfully completed. Was it completed using another securestrap or something else? What is the status of device return? If the device was shipped for evaluation, provide the tracking number?

Event description:
It was reported that a patient underwent a bladder procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that the device did not apply staples as it should and did not close the mesh. The procedure was successfully completed. There were no adverse patient consequences reported.